Event description:
Customer reported multiple issues with her insulin pump. The reservoir is not reading correctly. There is a crack on the screen. Insulin is leaking inside the reservoir. The act and esc buttons are sticking. There have been a few no delivery alerts when changing the reservoir. Customer did not provide her blood glucose. She declined speaking with help line. Nothing further reported.